Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously high magnesium (mg) patient results, which were generated by unicel dxc 800 pro chemistry analyzer. Samples were repeated on another unit and the results were lower. In addition, one of the initial samples was retested on the first unit without cap and the result was lower. The erroneous results were not reported out of the laboratory patient treatment was not impacted by this event.

Manufacturer narrative:
Qc data and calibration results pre and post the event were within customer's established range. A bci field service engineer (fse) replaced cap piercer blade and wick on the unit. Fse also suggested to the customer to increase the frequency of the preventive maintenance on the unit and to clean tubes top before loading. A cap piercer wick contamination may have contributed to the event; however, a clear root cause can not be determined for this event.